Event description:
Dialysis could not be performed on the patient. The catheter would not work on the dialysis machine. The physician was able to aspirate and infuse, but machine would not flow. Could hear air escaping from the catheter. When the dialysis machine was turned to high volume, a very small leakage occurred at the connection of the cannula and the hub. The catheter was removed and replaced.